Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilators screen froze at the photo screen and could not be shut down. The power source button was held down to forcibly turn it off. The relief valve screw got hot. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.